Event description:
It was reported that the atrial lead had low pacing impedance. The lead is left in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (ipg), (B)(6) 2006; 4024 implantable pacing lead, (B)(6) 1996. (B)(4).